Manufacturer narrative:
Upon visual inspection, the rolling loop fiber and ground straps were noted to be tangled inside the spar which would be related to the reported event. The usm was installed onto a golden system where the 319 error was triggered indicating fault on the rolling loop fiber, replicating the reported event. The usm was then installed onto a pftp where check all boards present and fiber test were found to be failing on the rolling loop fiber. Once testing was completed, the rolling loop fiber was aba tested and was verified to be the source of the fault. As a result of these findings, failure analysis was able to conclude that the rolling loop fiber assembly was found to be the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted nephroureterectomy surgical procedure, error 319 occurred on universal surgical manipulator (usm) #1. Site disabled usm 1 and continue the procedure with the remaining three usm arms. Intuitive surgical, inc. (Isi) clinical sales representative (csr) received phone assistance from technical support engineer (tse). Tse had csr power cycle the system to enable usm #1, but the issue was not resolved. The procedure was completed as planned with no reported injury.